Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 55-year old female patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. After seven days of support, the medical staff observed a hematoma that resulted in an operating room visit for evacuation. The patient remained on support for 14 days before the impella device was explanted. The patient remains in stable condition.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient movement, patient moved their arm outside of the approved range of motion and caused trauma to the arm and created a hematoma. The instructions for use in the initial report was from the IFU for impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (united states), section: general patient care considerations, and section: entering cardiac output. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.